Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 410-2000 device was used during a laparoscopic cholecystectomy on (B)(6) 2021. The patient returned to emergency department on (B)(6) 2021 with significant abdominal pain. She was admitted for observation. Surgeon performed an exploratory laparoscopy to rule out a bile leak. A few areas required lysis of adhesions and a drain was placed, but bile leak/source of pain was not identified. The patient was hospitalized for observation (B)(6) 2021- (B)(6) 2021. Surgeon reports serosanguinous fluid, but no bile in drain upon assessment in outpatient clinic on (B)(6) 2021; however, on (B)(6) 2021, the patient returned to the emergency department with severe pain and had developed a high-volume bile leak. She was subsequently admitted for inpatient services and a diagnostic laparoscopy/laparotomy performed (B)(6) 2021 revealing a pinhole-like defect in the distal common bile duct. The bile duct leak was repaired, and a drain placed. The patient was discharged home on (B)(6) 2021 after adequate pain control achieved and is scheduled for ercp and stent placement on (B)(6) 2021. The exact cause of the pinhole in the bile duct was not determined by the facility or surgeon. Medicine progress notes from (B)(6) 2021 stated "patient had a repeat procedure yesterday, laparotomy, which showed small pinhole leak from the common bile duct. This area was sewed back together and thermal injury from initial laparoscopy is suspected as the etiology". This report is being raised on the basis of injury due to unknown degree of burn.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure (B)(4). Per the instructions for use, advises the user to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Apply the pad firmly to skin, ensuring full adhesion of the pad gel and adhesive, and full pad contact with patient's skin. This issue will continue to be monitored through the complaint system to assure patient safety.